Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's father reported via phone call that they experiencing high blood glucose. The blood glucose at the time of the incident was 542 mg/dl. He believes the cause of the high blood glucose is the site. The father states they treated for the high blood glucose with a manual injection. The customer did not experiencing symptoms. The customer did contact their healthcare professional and does have a backup plan. Troubleshooting was performed. The drive support cap appeared normal. The customer states there maybe air bubbles in the tubing. There were no site or insulin issues. The device settings were correct. The insulin pump passed the high pressure test. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product will not returned for analysis.